Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a sling placement procedure on (B)(6) 2010. The patient reported that she was catheterized for the first two weeks post procedure. Within the first two months of the procedure, the patient dropped 35 to 38 pounds. She experienced abdominal pain, swollen lymph nodes, urinary infections, and yeast infections, nausea, and difficulty sleeping (date of onset for each unknown). The patient also reported needing a sleep aid. All other information is unknown. Attempts to obtain additional information have been unsuccessful.